Event description:
It was reported to covidien that the monitor was attached to the patient at the time and it had to be replaced by another unit. The monitor is showing the eee910 error code, while on a child that was in the middle of a respiratory distress. The monitor at the time still read the sao2 and was the same as the portable monitor put in place, but the monitor was giving off the same high pierce beep like in the past. After the event, the patient was sent to ICU so they could keep an eye on her on a one to one basis. The patient is fine.

Manufacturer narrative:
(B)(4). The manufacture date of this unit is unknown with the serial number provided.